Event description:
Customer's husband reports back to back testing was performed on the compact plus system with results of 30 mg/dl and 224 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.